Event description:
Customer called in to report that his insulin pump fell out of his packet and the screen is all cracked. Customer stated that the display is black/blue and is very difficult to read the information. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.